Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was sleeping in her bedroom around 2:00 a.m. When she woke up feeling sweaty and disoriented. At that time, her dexcom app displayed a ¿brief sensor issue¿ message and did not provide any glucose readings between 2:30 a.m. And 4:00 a.m. Pst. It was not indicated whether alert settings for ¿no readings,¿ ¿brief sensor issue,¿ or ¿sensor error¿ were enabled, or if any alerts were triggered. Concerned, the patient performed a fingerstick test, which showed a blood glucose level of 50 mg/dl. Her husband retrieved warm milk from the kitchen, which she consumed. Afterward, her glucose level rose to 110 mg/dl, and she returned to sleep. The patient uses a tandem t:slim insulin pump, which would not have been operating in modified closed-loop mode due to the sensor issue. At the time of the report, the patient was stable and reported to be doing fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.